Event description:
It was reported that the pain stimulation implantable pulse generator (ipg) was not working, and the individual was unable to recharge the implant battery. The individual stated that no stimulation was felt before the implant was depleted, and the implanted device had been depleted for a few months. Upon attempting to use the controller, a message indicated that memory problem data had been lost. When connecting the recharger, the controller displayed a message stating no device was found. Additionally, when attempting to turn on stimulation, the controller displayed that settings were not available. The individual was walked through resetting the controller and the recharging process. After troubleshooting, the individual was able to access the battery screen, which showed the controller at 80% and the implantable neurostimulator at 30% with excellent recharging, resolving the charging issue. However, the settings remained unavailable when attempting to turn on stimulation. The individual was advised to follow up with their healthcare provider. Rep replied and reported the patient (pt) was scheduled to meet with their healthcare provider (hcp) on (B)(6). Additional information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient was getting a oor error message, but all impedances were normal. Pt reported not being able to increase stimulation, but also that they still had adequate pain relief. Pt also stated they fell. Rep programmed around the contacts listed as avoid and recaptured stimulation. The issue has been resolved. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: event date is year valid continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports pt had a lead revision today. Both leads were successfully replaced and patient now getting stimulation in desired areas and impedances are all within normal limits.